Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported heart failure symptoms and aortic insufficiency could not be determined through this evaluation. The patient ultimately expired on (B)(6) 2019 due to aortic insufficiency. The device was not explanted and is not available for evaluation. The heartmate 3 lvas IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Patient's death is reported under MFR#2916596-2019-04499.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for intravenous diuresis due to fluid volume overload / acute on chronic. Combined systolic and diastolic congestive heart failure with right heart catheter with elevated filling pressures and decreased cardiac output. The heart failure was not caused/contributed by a device related issue. Transesophageal echocardiogram completed on (B)(6) 2019 to assess aortic insufficiency. Moderate to severe aortic insufficiency found. Patient was given intravenous bumex and later metalazone. Right heart catheter was performed on (B)(6) 2019. Transcatheter aortic valve replacement performed on (B)(6) 2019.